Event description:
One patient with discrepant troponin t results. Initial result gave <0.010 ng/ml. A second sample gave 0.37 ng/ml. Original sample was repeated twice and gave result of 0.349 ng/ml and 0.376 ng/ml. Erroneous result was reported. Patient not adversely affected. The field service representative determined the cause to be collapsed pinch tubing, and replaced the pinch tubing. Performance tests were performed which were within specifications.